Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a CABG procedure on (B)(6) 2020 and the suture was used. During the surgery, the suture was popping off. Another like device was used to complete the procedure. There were no patient consequences reported.